Event description:
Surgery to remove vns; had vns therapy sentivn model 1000 sn(B)(4), livanova, USA, inc. Installed in january 2019. It never worked as advertised. It caused numerous problems with vision, chest and neck pain, gastrointestinal problems, problems speaking. It was supposed to activate when I had a seizure, but never did. Starting getting very hot in (B)(6) 2021 and felt like it was short circuiting. Doctor turned the devise off in (B)(6) 2022 and ordered it removed in (B)(6) 2022. I felt that it did more harm than help with my seizures. FDA safety report ID# (B)(4).